Event description:
The lancet device is not fully retracting, resulting in the lancet protruding from the end of the device. No patient injury was reported and no treatement was received. Technical support requested the return of the suspect product and replacement product was shipped.